Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were added/corrected: h4. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6. No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified that there appears to be remnants of biological fluid on the explanted humeral stem and replicator plate. Additionally, there appears to be scratches along the humeral stem, consistent with tool marks sustained during removal of the device. All other aspects of the devices appear unremarkable for explanted components. Images of the explanted glenoid component were provided. It appears the humeral head was articulating with the glenoid component. There appears to be prosthesis wear along the articulating surface, specifically where the edge of the humeral head¿s articulation was located. However, the cause of this wear cannot be confirmed from the information provided. Additionally, there appears to be damage along the edges of the explanted component. This damage appears consistent with tool marks sustained during removal of the device; however, the series of events cannot be confirmed. There does not appear to be any remnants of cement on the peripheral pegs. The caged glenoid is intended for cemented use. Implantation of the glenoid component without proper application of cement on the peripheral pegs may contribute to loosening of the glenoid component. However, off-label usage of cement and glenoid loosening cannot be confirmed as pre-revision radiographs were not provided for evaluation. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear and loosening of the glenoid component. Glenoid loosening cannot be confirmed from the information provided, but may be related to inadequate initial fixation, mechanical loss of fixation over time, and/or off-label noncement usage during implantation. The extent and root cause of the wear cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 300-10-15 - equinoxe replicator plate 1.5mm o/s: unk , 300-01-09 - equi, hum stem primary, press fit 9mm: (B)(6), 300-20-02 - equi sq torque define screw drive kit: (B)(6), 310-01-44 - equi, hum head short, 44mm (alpha): (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 6 years and 11 months post the initial right total shoulder arthroplasty, the patient was revised due to a failed/loose glenoid component and severe glenoid osteolysis. Everything was removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.